Event description:
It was reported that a malfunction alarm occurred with the customer¿s pump, and no notable events preceded the malfunction. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support resolved the issue by sending a replacement pump to the customer. The customer was instructed to return the problematic pump to tandem using the provided return box and pre-paid label and acknowledged the steps necessary to store and return the pump.